Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ syringe sterile, single use, 50 ml had foreign matter in the syringe. The following information was provided by the initial reporter: "it was noted that a bd 50ml luer lok syringe contained black debris noted near syringe tip lot # 1272023".

Manufacturer narrative:
H6: investigation: a device history record review was completed by our quality engineer team for provided material number 309653 and lot number 1272023. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that bd luer-lok¿ syringe sterile, single use, 50 ml had foreign matter in the syringe. The following information was provided by the initial reporter: "it was noted that a bd 50ml luer lok syringe contained black debris noted near syringe tip lot # 1272023".